Event description:
During product evaluation, it was found that the unk recall event was actually failure code 703:00. This failure code was found on the pumps event history. It is unk whether there was any pt injury or med intervention necessary according to the hosp rep.